Event description:
It was reported that a dexcom g6 continuous glucose monitoring sensor used with the ilet bionic pancreas was not paired after a transmitter change, resulting in the ilet operating in bg run mode and repeated ¿sensor reconnecting¿ alerts. Symptoms included no reported adverse clinical effects. Outcomes included temporary interruption of automated dosing and continuation in a manual blood glucose entry mode until pairing was restored. Investigation included troubleshooting and user education, including review of alerts and guided pairing steps for a new transmitter. Investigation of this case revealed user setup error related to transmitter pairing and sensor/transmitter integration, with successful reconnection confirmed after guided pairing. It was concluded, based on previously established findings for similar reports, that the cause was user error.